Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected infection. Patient also has a dislocated patella so surgeon chose to exchange modular components and also chose to shorten the femoral side. A thorough I&d and a lateral release were performed. Surgeon also placed antibiotic beads. No loosening and delay to surgery reported. Doi: (B)(6) 2018, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infections (e19).